Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted to the emergency department with a two week history of not feeling well, fever, cough, sore throat, loss of appetite, joint pain and collapsed two times due to low blood pressure. The patient's blood culture tested positive for staphylococcus aurous. The patient was given antibiotics and the device was explanted and not replaced. The leads remain in the patient. The patient is a participant in the adaptresponse clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was also reported that echocardiography confirmed severe left ventricular dysfunction with large tricuspid valve and mass which could have been attached to the leads.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.